Event description:
This report is due to the pt felt he had an allergic reaction to a product made in foreign country. Pt had root canal treatment started in 2009. The root canal was completed and the tooth filled the following month. He reported pain in the tooth two days later. Azithromycin was prescribed. Seventeen days later, he reported having allergic type symptoms. From three days later, he reported shaking and dry mouth and eyes. The tooth was extracted the following month. Pt reported being hospitalized for tremors two weeks later. The following month, he brought report of arsenic level of 67.3. The gutta percha used to fill the root canal was a different brand than his previous root canal in 2004. The pt requested FDA reporting because the material was made in foreign country. Dates of use: 2009. Diagnosis or reason for use: root canal treatment. Event abated after use stopped or dose reduced? No.